Manufacturer narrative:
The pump was received with an intermittent up arrow button response due to corroded keypad traces. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm while trying to give a bolus. Customer stated that the buttons did not work properly. It was confirmed that the buttons were not working and the button error alarm could not be deleted. Customer's blood glucose was 207 mg/dl. The insulin pump was replaced.